Event description:
Physician removed chest tube; 6 inch end of tube remained in pt's body. Pt was to be discharged day of event but had to be taken to surgery to remove foreign body and it increased length of stay by days.